Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level of 446 mg/dl, at the time of incidence. Customer was treated with manual injection for high blood glucose level. Customer¿s current blood glucose level was 160 mg/dl. Customer reported that the insulin pump was damaged at the battery cap and at the black o ring fell down from battery compartment. Customer reported that the segments was missing. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with cracked battery tube threads. Missing reservoir tube o-ring and stripped battery cap(p) coin slot. (B)(4).